Event description:
It was reported that the pump had error 46011. Occurred during testing. No patient involvement was reported.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. One device was received for evaluation. The reported problem was duplicated by functional testing. When powering up the device displayed constant alarm error code 46011. The cause was the printed wiring assembly (pwa) board was defective. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.